Event description:
It was reported that the driver was overheating. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was rec'd by the manufacturer for investigation. The investigation is ongoing. A f/u report will be filed if the details of the investigation require.